Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device rc2dat and no non conformance's / manufacturing irregularities related to the malfunction were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: (B)(4) device not returned. Related events captured via 2210968-2021-06379, and 2210968-2021-06381. Trade name: (B)(4). Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: 275 g/m.

Event description:
It was reported that a patient underwent an unspecified cardiac procedure on 06/21/2021 and suture was used. During the procedure, the suture had the needle 'pop off'. A new like suture was used to complete the case with no patient consequences. No further information was provided.